Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. The pump return with oled screen distorted due to moisture in pump. Moisture corrosion visible in ¿battery compartment¿. ¿battery compartment¿ leak was found during testing. Pump cover was removed to inspect internal components. Moisture visible on internal components and pcb. A visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. Pump returned with audio bolus button torn. Bolus button respond on button presses, bolus button was removed and found contamination under rubber cover.